Manufacturer narrative:
Com(B)(4).

Event description:
Please disregard the information in report number (B)(4) as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838 - 2018 - 018894.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that intermittent audio on g5 mobile app occurred, however specific dates could not be provided. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported intermittent audio on the g5 mobile application was not confirmed. A root cause could not be determined via data.